Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient observed a hole in cannula which caused leakage at infusion set tubing on (B)(6) 2025.high blood glucose was addressed suing correction injection via multiple daily injection. No further information available.